Event description:
It was reported that a patient presented with noise on atrial and ventricular leads, inappropriate ams and high ventricular rate episodes via merlin.net transmission. Review of session records revealed noise on both leads. The leads were explanted and replaced without complications. The leads will be sent back to the manufacture.